Event description:
During a shoulder arthroscopy the surgeon noticed that the tip of the electrode was cracked. The electrode was removed from the joint space before the tip actually detached. No injury or delay reported.